Manufacturer narrative:
While on the phone with dario's representative, the user stated that due to personal issues, he will be unable to troubleshoot in the near future and will only be available at a later date. As of this date, the user's case is still in progress. If new information is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter, strips, and control solution to investigate. No resolution is available.

Event description:
On january 14th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter high readings when testing with control solution.